Event description:
The product was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Upon evaluation co determined that a dimensional discrepancy caused the needle to break.